Manufacturer narrative:
Corrected the a2 age at time of event, d4 model number, d4 lot number, d4 catalog number, d4 expiration date, d4 unique identifier, c2/d10 concomitant product/therapy upon receipt of the inflatable penile prosthesis (ipp) to our quality assurance laboratory, the returned component underwent thorough analysis. The pump tubing was cut down to the pump block, and the tubing was not returned for analysis. The pump passed the leak and functional testing performed. Based on the information available, the reported observations could not be confirmed.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working as intended. During the revision, a crack was found in the left cylinder connecting tube, so the pump was replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working as intended. During the revision, a crack was found in the left cylinder connecting tube, so the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.